Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the screwdriver was twisted. It is unknown if there were patient and procedure involvement. This complaint involves one (1) device. This report is for one (1) cannulated 3.5mm hexagonal screwdriver. This report is 1 of 1 for (B)(4).